Event description:
(B)(4). Two coils on left tube, pelvic pain, long menstrual cycle, heavy cycles, bleeding in between cycles, pain during sex, spotting after sex, discharge, joint pain, degenerative disc disease, migraines, vitamin d deficiency, anemia, and hair loss.